Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2 and e3.

Event description:
It is unknown when the reported problem first occurred. The device could not be powered on and off. There was no reported delay in procedure due to the issue. There was no patient injury or medical intervention required associated with the problem.

Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the power switch failure is likely damaged due to the durability and use over time. In addition, the investigation also confirmed that a design change was implemented to increase the tolerance of the power switch, and devices included within the design change were shipped since november 26, 2013. The subject device of this report was manufactured prior to the design change (see h4).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was determined the main switch was stuck and stayed depressed. It was confirmed the switch is a previous version.

Event description:
A user facility reported to olympus that the power switch was stuck in the depressed position and the light source would not power on. There was no patient injury or harm, associated with the problem, reported to olympus.